Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushheads often become dislodged while brushing [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that he/she purchased an oral-b triumph rechargeable toothbrush several years ago, and the oral-b brushheads, version unknown often became dislodged while brushing. The consumer elaborated that he/she had bought numerous replacement heads, but continued to have the problem. No symptoms developed. Relevant history: none reported. No further information was provided. On 19-jan-2018 received consumer's follow-up e-mail: the consumer reported that his/her toothbrush was a type number 3731 and the production code for his/her toothbrush was a549. No further information was provided.